Event description:
Philips received a complaint by the field service engineer (fse) on the v60 indicating that while servicing the device, it was observed that there was an error code 1115 check vent: aux alarm supply failed message. There was no patient involvement at the time the issue was discovered. The fse replaced the motor controller pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.